Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, unacceptable cosmetic appearance of breasts. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis (left device) and a mentor memorygel breast implant 215cc gel breast prosthesis (right device) when of the devices ruptured post implantation. The patient was dissatisfied with the appearance of her breasts and they were asymmetrical. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel boost breast implant 260cc gel breast prosthesis and a mentor memorygel boost breast implant 280cc gel breast prosthesis on (B)(6)2024. It was previously reported that it was the patient¿s left breast prosthesis that was ruptured. However, the left breast prosthesis was removed intact but the surgeon noted that it appeared deformed and no longer held its shape. The patient¿s right breast prosthesis was noted to be ruptured. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-01283 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
On march 19, 2025, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).